Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect of tissue damage. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to patient morphology/pathology due to the friable condition of the leaflets and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems (B)(4) referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report that after the clip was deployed, the mitral regurgitation returned which was due to suspected leaflet damage and is considered a serious injury to the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The leaflets were noted to be friable. The first clip delivery system (cds (B)(4)) was advanced to the mitral valve, and one grasp was performed without issue. The mr was reduced; however, after deployment, the mr returned. It was thought that the leaflet became damaged to the friable tissue. The second cds (B)(4) was advanced. Four grasps were performed to achieve a good position with the clip, and the clip was deployed; however, the mr again returned and it was believed that additional leaflet damage occurred. The third cds (B)(4) was advanced to the leaflets. Five grasps were performed without issue, and the clip was deployed. During deployment, it was observed that there was hole in the posterior leaflet due to the third clip. The mr was reduced to 3, and the decision was made to discontinue the procedure with 3 clips implanted. It is the physicians opinion that the leaflet damage occurred due the friable leaflet tissue, as there was no issue with grasping or deployment. The patient was confirmed to be clinically stable post procedure. No additional information was provided.